Event description:
It was reported to boston scientific corporation that a renal dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, it was noted that two of the three devices were crushed inside the package. No apparent damage to the outside box was visible. There was no patient involvement in this event. This report is for one of two devices. Refer to associated manufacture report # 3005099803-2010-02965 for a description of the second device.

Event description:
It was reported to boston scientific corporation that a renal dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, it was noted that two of the three devices were crushed inside the package. No apparent damage to the outside box was visible. There was no patient involvement in this event. This report is for one of two devices. Refer to associated manufacture report # 3005099803-2010-02965 for a description of the second device.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the product pouch and the catheter were folded in two places. The bends in the device were consistent with the bends in the package. Functional evaluation of the returned device revealed that the catheter could be moved through the sheath, but resistance was felt when the bends of the catheter were passed through the hub of the sheath.